Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for follow-up. The pulse generator exhibited a loss of output and a diagnostics anomaly. The device was explanted and replaced. The patient was doing fine post procedure.